Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant and therapy was last given in september. Technical services (ts) noted the battery will reach end of life (eol) soon and noted some atrial flutter undersensing due to cross-chamber blanking. Ts recommended replacing the device. This ICD remains in service. No adverse patient effects were reported. Additional information was received, and it was reported that this ICD was explanted and replaced. This ICD has not been returned to boston scientific and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant and therapy was last given in september. Technical services (ts) noted the battery will reach end of life (eol) soon and noted some atrial flutter undersensing due to cross-chamber blanking. Ts recommended replacing the device. This ICD remains in service. No adverse patient effects were reported.